Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the hanger assembly hinge was loose.

Event description:
It was reported the atrial connector was broken. The device was returned for repair. There was no patient involvement.